Event description:
It is reported that the implant was opened during surgery in 2008. Upon opening the implant, it was discovered that the inner layer of tyvek was missing. The implant was deemed sterile and implanted.

Manufacturer narrative:
Eval summary: the cause of the occurrence can not be determined with the available info. The inner cavity was returned with evidence of having been sealed to the tyvek lid prior to distribution. A stock investigation of the two pieces from the complaint lot were inspected and found to be acceptable. Device history records indicate device manufacturing to specification.